Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2025).

Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly twisted in the middle on the first inflation. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly twisted in the middle on the first inflation attempt. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 018 drug coated balloon catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter and no anomalies to the strain relief/y-body. During functional evaluation, negative pressure was applied with an in-house presto inflation device. The balloon was inflated to 7 atm and maintained a normal uniform shape and pressure. The balloon was then deflated maintaining shape with no twisting noted. No other functional testing was performed. One fluoroscopic image was provided and reviewed. The image of the left thigh showed an angioplasty balloon inflated likely within the superficial femoral artery. The balloon looked appropriately inflated except for a focal area that demonstrated a ¿napkin-ring¿ defect suggestive of balloon twisting. Although the balloon was inflated and deflated with no twisting during functional evaluation of the returned sample, the investigation is confirmed for the reported balloon twisted upon inflation as twisting was noted on the balloon from the image review. A definitive root cause for the reported balloon twisted upon inflation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.